Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed noise on an electrogram. Follow up with the physician's office indicated that the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.